Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Event description:
During a pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath was advanced in the left atrium, the guidewire and dilator were removed, and during aspiration of the sheath, air bubbles were noticed which were not able to be removed via aspiration even after more than 40ml was aspirated. The sheath was replaced, and the procedure was completed without patient complications. The sheath is expected to return for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Additionally, during preparation of the sheath for leak testing, leakage was observed from the stopcock of the sheath. Microscopic inspection of the stopcock revealed cracks at the top and bottom of the stopcock body. Pressurization of the sheath with deionized water confirmed a leak in the stopcock in the cracked locations. E1: initial reporter phone: (B)(6).

Event description:
During a pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath was advanced in the left atrium, the guidewire and dilator were removed, and during aspiration of the sheath, air bubbles were noticed which were not able to be removed via aspiration even after more than 40ml was aspirated. The sheath was replaced, and the procedure was completed without patient complications. The sheath was returned for laboratory analysis.